Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the stent component. An examination of the returned device found that the distal handle was fully retracted. The distal end of the inner lumen was kinked at various locations. It was noted that the fillet of glue had detached from the distal end of the shrink tubing. The outer sheath was separated at 53mm distal to the distal end of the shrink tubing. The stiffening wire in this area was kinked at 3mm and 13mm distal to the distal end of the stainless steel shaft. There were no issues with the movement of the outer sheath distally; however, difficulty was encountered during movement of the outer sheath proximally due to the kink in the stiffening wire. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, deployment difficulties were encountered. The target lesion was located in the right internal carotid artery with a type iii arch. The physician advanced this 8.0x21mm carotid wallstent to the lesion without resistance. Once to the lesion, the physician was unable to retract the outer sheath of the stent delivery system (sds), thus not allowing the stent to release. After multiple attempts, the outer sheath was able to be retracted and the stent released. However, due to the force needed by the physician to retract the outer sheath, the carotid wallstent sds had moved down into the common carotid during deployment. The stent was deployed in the common carotid artery. The carotid wallstent sds was removed from the patient and another manufacturers' sds was attempted; however, the sds was unable to cross the implanted carotid wallstent. The procedure was aborted and the patient will undergo a surgical invention for treatment. No further patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Event description:
It was further reported that the right internal carotid artery had mild to moderate calcification with anteroposterior tortuosity from the origin of the right common carotid artery (cca). The arch was noted to be type ii, not type iii as previously reported. The 8.0x21mm carotid wallstent was fully deployed and well apposed in the cca. The stent was not post-dilated. The stent delivery system (sds) was removed from the patient without difficulties after stent deployment.